Event description:
Ez-io was initiated in patient x 2 on cardiac arrest patient. Unable to unscrew and remove inner needle. After second failure, IV's were attempted and successfully placed on 3rd attempt.